Event description:
The customer reported the autopulse platform (sn 34111) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of ua07 was the failure of the single-point load cell module 1, likely due to a component failure. A review of the archive data showed a ua07 message around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters. The load cell was replaced to remedy the complaint. Following the service, the autopulse platform underwent a run-in test using the 95% patient large resuscitation test fixture (lrtf) with a well-known test battery, without any faults or errors. The autopulse platform passed its final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).